Manufacturer narrative:
Evaluation: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. As received, the belt failed incoming functionality testing. Upon evaluation, the trunk cable connector was warped and cracked, preventing connection with the monitor. The cause of the test failure is the damaged trunk cable connector the root cause of the damaged connector was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt failed incoming functionality testing.